Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "both stems sat 5mm proud versus the broach. Opened a lateralized stem to match the leg length."